Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported events, image disappearance and noise when angulated, were caused by one of the following: a defective image sensor unit, a failure of the internal circuit board inside the video connector, and/or a system failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, image disappears at the time of angle, noise in the image when it is angled, water tightness not maintained due to holes in the curved rubber, curved rubber adhesive missing, operating part angle fixing part loose, scratches found on the operation part, scratches found on the grip, scratches on the right/left lever, scratches found on the up/down/left/right plate, scratches found on the nigiri cover, scratches found on the universal cord, scratches found on the video connector, scratches found on the light guide connector, scratches on the light guide cover glass surface, and scratches found on the video connector. The faulty parts will be replaced, and the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope exhibited no image. The event occurred during preparation for use, prior to an unknown therapeutic procedure. It was reported that the procedure was completed. There was no report of patient harm or user injury associated with this event.